Event description:
It was found when the doctor opened the package that the tip of the device was broken. There were no adverse consequences to the patient.

Manufacturer narrative:
Despite the original complaint verbiage claming that the device was damaged as received, out of the box, the condition of the returned complaint device indicates otherwise. We received a damaged electrode and a ceramic fragment which was broken away from the electrode. The return was evaluated visually, both with the naked eye and under power. It is observed that the shaft of the device has several "wavy" bends to it, a portion of the ceramic at distal and is missing and there are some slight "scrape" marks at the distal end. These noted conditions are indicative of some degree of use. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 397 devices that were released to distribution. Given the nature of how this device is used, and empirical and anecdotal historical evidence, we can only assume that the most likely place that this device would sustain these particular damages would be while in a body. Based on the "ceramic" breakage, although it is reported that there is no patient consequences, if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. In closing, we attribute this device's condition to misuse, a user issue. No further or corrective action is warranted.